Manufacturer narrative:
Conclusion the linkassist (serial no. (B)(4)) meets the specifications. Result the problem mentioned by the customer could not be reproduced. The device were optically and technically controlled and passed all the tests. The problem mentioned by the customer could not be reproduced.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
On (B)(6) 2013 patient reported having concerns with the insertion assist device. Patient stated she is having concerns with the release button. Patient reported it took her about 20 minutes to get the insertion assist device to work; is using it correctly. Patient stated she kept pressing the button several times and finally it ejected the infusion set. Patient reported that on one occasion the insertion assist device unintentionally fired into another body part. Patient stated she does not think that she oppressed the button to fire it; when she turned it away, it fired. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion device for evaluation.